Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left circumflex artery (lcx). After a 6fr non-boston scientific(bsc) sheath was engaged coaxially and a non-bsc guidewire crossed the lcx, pre-dilatation was performed in the distal-mid lcx with a non-compliant(nc) balloon catheter. A 3.50 x 38 synergy drug-eluting stent was advanced but failed to track because of calcium. Pre-dilatation was again performed with the same nc balloon catheter. The stent was removed and it was noted that the stent struts were damaged. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.